Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
American orthopaedic foot & ankle society (2013) published ¿hallux metatarsophalangeal joint arthrodesis with a hybrid locking plate and a plantar neutralization screw: a prospective study¿. The purpose of this study was to determine the results of fixation using a low-profile dorsal titanium plate with locking screws in the phalanx, non-locking screws in the metatarsal, and a plantar neutralization screw. Forty-nine consecutive patients (51 feet) underwent a first mtp joint arthrodesis with a precontoured dorsal titanium plate with preset valgus and dorsiflexion after the joint surfaces were prepared with dome-shaped power reamers to achieve congruous cancellous bone surfaces. Forty-six of 49 patients (48 of 51 feet) were successfully contacted and returned for final follow-up evaluation at a minimum of 12 months after surgery. Fourteen patients had an isolated first mtp arthrodesis at the time of surgery, while 32 patients had simultaneous forefoot procedures in addition to the arthrodesis. The enrollment period was from october 2010 to november 2011. Events: one patient had a nonunion. A non diabetic patient who did not use tobacco. Primary diagnosis of hallux valgus at the time of surgery. Despite a lack of complete bone healing, the single nonunion patient had an improvement. She walked with a symmetric gait, rated her function as mildly impaired, and rated her pain as zero on the pain scale. There were no revision surgeries and no hardware failures at the time of final follow-up. One delayed union in a non diabetic patient who did not use tobacco. Primary diagnosis of hallux valgus at the time of surgery. Three patients lost the ability to toe rise on the affected foot. Gait evaluation of the affected extremity revealed that preoperatively, 17 of 46 patients had no limp (37%), while postoperatively, 38 of 46 patients (83%) had no limp. Twenty-five of 46 patients (54%) had gait improvement, while 19 patients (44%) had no change in gait, and 2 patients (4%) had gait deterioration. Conclusion: the outcome scores indicate that first mtp joint arthrodesis with a precontoured dorsal titanium plate with locking screws in the phalanx and non-locking screws in the first metatarsal is both reliable and reproducible with a very high bony union rate. Additional information was requested to the author; however, no additional information was provided after several attempts.

Manufacturer narrative:
The device in question was not returned for evaluation. A review of the current instruction for use was performed. However, as no product ID and no manufacturing lot number was provided to integra, no device history record (DHR), design specification or design change record will be performed. Indeed, despite photo that is showing a 6-holes plate hallu®- lock (p/n 290450 lot egmw) fixed on the first mtp, we have no information that could link this product to this incident. As DHR review and failure analysis could not be performed, root cause cannot be determined.